Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. Fifteen minutes prior to the procedure, the patient was given toradol, lidocaine, and tylenol #3. The patient's heart rate was 65 at the beginning of the procedure and then at approx seven minutes into the procedure, dropped down to 45. The pt also experienced sweating and discomfort. The patient was given atropine injection 30 minutes after the procedure. The patient was monitored for one hour and then sent home. The surgeon opines this was a vasovagal event.

Manufacturer narrative:
(B)(4) vasovagal episode. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.